Manufacturer narrative:
The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a fire in the operating room during a procedure in which the forcefx was in use. The reporter indicated that a non-medtronic disposable cord was in use with the unit and was determined to be the cause of the fire. Questions have been asked regarding the patient's status as well as the specific event details but the facility has indicated no additional information is available.

Manufacturer narrative:
Updated with serial number. One forcefxc generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. The investigation performed an evaluation of multiple device functions and specifications, and no failures found could contribute to a device related fire. If information is provided in the future, a supplemental report will be issued.